Manufacturer narrative:
The information was received from maude foi report, mw5057834. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient reported signs of hematuria and was admitted for evaluation. The patient had a highly elevated lactate dehydrogenase (ldh) and plasma free hemoglobin, confirming hemolysis. It was reported that no power elevations or alarms were noted on device interrogation and the patient's inr was therapeutic prior to the event. A computed tomography angiography and 2d echocardiogram were performed and no visible thrombus was noted. The patient was started on a heparin drip and the patient's ldh and plasma free hemoglobin trended downward. The patient was upgraded to 1a status on the transplant list and received a heart transplant on (B)(6) 2015. Information from maude foi report, mw5057834: event date: (B)(6) 2015; report date: (B)(6) 2015; event description: patient presented with hematuria; lab work showed elevated ldh and elevated plasma free hemoglobin; vad interrogation did not show any power spikes. Patient complained of generalized fatigue one-two weeks prior. "H" was listed as 1a starts because of this complication and subsequently underwent a heart transplant on (B)(6)2015.

Manufacturer narrative:
Device evaluation: a specific cause for the reported clinical signs of hemolysis could not be conclusively determined through the evaluation of vad-6799. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no evidence of deposition. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.